Event description:
It was reported that patient underwent an acl reconstruction procedure utilizing an interference screw on (B)(6) 2012. When attempting to insert the tibia screw, the surgeon had difficulty getting the screw over the guidewire. The tip of the screw appeared not to be perfectly round. Another screw was opened to finish the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation of returned device found implant to be out of design specifications.